Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. It was also noted that the stylet was not returned with the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the stylet became stuck in the lead. The lead could not be implant and a new lead was implanted instead. No patient complications have been reported as a result of this event.